Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo. The vizigo sheath seemed to have some kind of "friction" when advancing into the body. The sheath was replaced with a different lot and the issue was resolved. The physician commented that the sheath seemed to be slightly bent. There was no patient consequence reported. The device evaluation was completed on 14-mar-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Outer diameter (od) were measured at different points of shaft, and they were found within specifications. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The sheath shaft rough and bent issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo. The vizigo sheath seemed to have some kind of "friction" when advancing into the body. The sheath was replaced with a different lot and the issue was resolved. The physician commented that the sheath seemed to be slightly bent. There was no patient consequence reported. Additional information was received. Resistance was between sheath and vasculature. No visible difference of surface, but is believed to be the cause. No damage to sheath or dilator. No resistance with the dilator. The catheter was never put through the sheath. Dilator was able to move through the sheath as normal. Did not result in wires being exposed. Did not result in any lifted or sharp rings. There was a slight bend located about halfway on the sheath. The device was not pre-shaped. The bent issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The friction when advancing the vizigo sheath into the body was assessed as MDR reportable.